Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal threads at the joint came loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing. The crimp measures approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the device logs for the small grasping retractor (part# 470318-11 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2021 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: failure analysis found that the instrument had a broken pitch cable. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury reported, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.